Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white fine threads inside the charged coupled device glass, component failure of the distal end, the light guide cover glass is worn, the insertion part is dented, component failure of the outer tube. Universal cord is fractured, protector is blistered, component failure of the universal cord. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope presented a universal cord disconnected. The event occurred during reprocessing. There were no reports of patient involvement.